Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 (mg/dl). Correction boluses were delivered to address bg levels. Reportedly, the customer believes their infusion site was not applied properly and that this contributed to their elevated bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.